Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/27/2023. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested, the following was - please provide the lot number: tdbaqu. - device return status. Please document the shipment tracking number:(B)(4). Please provide the source or name of person providing answers to follow-up questions: cv nurse (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one straight packet with two needle suture combinations that pertain to product code m8702. The product code is multistrand and requires four strands double armed per packet. During visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-07079.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, that while using a suture the needles are popping from the suture without tension placed. Surgeon said no force was used, just their normal technique. Unknown if the procedure was completed successfully. No patient consequences. Additional information was requested.